Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the pump was turned off for approximately 6 months, the pump was unable to be turned on when plugged into a power source for 20 minutes. There was no reported impact to the customer's blood glucose level. Tandem technical support instructed the customer to leave the pump plugged into a power source for an additional 30 minutes. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.